Event description:
It was reported that, the user experienced hyperglycemia with glucose levels above 300 mg/dl for approximately 12 hours following a routine supply change and g7 sensor replacement. Glucose levels normalized after a subsequent infusion site change. Pump function appeared normal, with no alerts or alarms, and insulin delivery was inferred to be working as glucose eventually corrected. Symptoms included hyperglycemia. The outcome included resolution of hyperglycemia and return to in-range glucose values. Investigation activities included user coaching on infusion site selection, education regarding potential reduced absorption at certain locations, and guidance not to exceed the recommended two-day wear time for the cartridge and infusion set. The investigation revealed no device alarms or malfunctions and suggested suboptimal insulin absorption at the initial site as the most likely contributor, with device components performing as intended. Based on similar reports, the cause was determined to be indeterminate but consistent with site-related absorption variability rather than device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.